Event description:
The customer reported the system was getting check sum error and will not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted. The sram and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.